Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a service request for failer wet and dry leak test failures on (B)(4) 2018 involving a video colonoscope, model ec34-i10l, serial number (B)(4). The colonoscope was returned to pentax medical for evaluation on 02jan2019 and the pentax medical endoscope technician found a stuck accessory (adapter tip) at aft tube biopsy inlet t-piece on 03jan2019. The service repair department documented the colonoscope failed dry leak test and failed wet leak test confirming the customer's complaint. Other inspectional findings included: right /left angulation knob play. Up/ down angulation knob play. Primary operation channel resistance. Air/ water socket cylinder o-ring chipped. Bending rubber pinhole. Insertion tube gauge/dig at stage 1. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Bending rubber leak at middle section. On 03jan2019 the complaint handling unit(chu) received a complaint notification form from the service repair department for the "stuck accessory at aft tube biopsy inlet t-piece", found by the pentax medical service repair department. On 22jan2019, the user responded via email to a good faith effort request for additional information. The customer stated they were unaware of the stuck accessory. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The colonoscope was repaired and is currently being repaired.